Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent damage, failure to deliver the stent), patient's condition affected effectiveness of device (target lesion exhibited severe calcification). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (target lesion exhibited severe calcification). (B)(4).

Event description:
The physician was attempting to implant a 3.0 mm diameter x 38 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a severely calcified lesion in the mid rca. The lesion was pre-dilated using a 1.5 mm balloon. The stent could not cross the target lesion and was removed. The device had been inspected prior to use with no abnormalities noted. Patient status post procedure was reported as safe and no clinical sequelae were reported. The device was returned to the manufacturing facility and stent struts were observed to be damaged. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 13th and 14th proximal stent segments were raised and deformed. Please note that this device (resolute integrity rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.